Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. As received, the monitor failed incoming testing. Upon evaluation, there was extensive visual damage to the monitor: the case was cracked, the rear response buttons was unplugged, the speaker volume was low, and the sd card was removed and replaced in the incorrect location. In addition, upon further evaluation, the c19 high voltage capacitor was broken away from the solder pads, the v1 voltage regulator was broken from the defibrillator board, and the j1001 and j1003 connector pins were bent and broken. The cause of the inability to complete testing is the damaged capacitor, voltage regulator, and connector pins. The root cause of the damaged components is extreme physical abuse, as evidence by the visual damage to the monitor. No adverse event resulted from the damaged monitor.

Event description:
During servicing of a patient's monitor which was returned for investigation into an unrelated issue, a reportable problem was found. The monitor failed incoming testing. Additional information from the distributor includes that the patient is an inmate who is very rough with the equipment.